Event description:
It was reported during a lobectomy procedure, when the stapler was fired the staples did not form properly. The surgeon stated that the staples came out in all shapes and some fell out of the cartridge without forming. The surgeon tried a reload with the same occurrence. Slight torque on the device was possible during use. A 2nd stapler was used to complete the procedure and it fired as expected. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.